Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: servicing discovered and reported: the generator failed mains hi-pot during safety testing. Scratches were also found on the top cover and the bezel investigation conclusion: the reported issue was confirmed. The generator failed step # 5 mains hi-pot during the safety test due to a component on the rf circuit board being subjected to an over current condition and failing. Replacing the rf circuit board corrects the safety failure and allows the unit to pass all functional and safety testing post-repair. Minor cosmetic damage to the cover and bezel was also observed, but without a functional impact. Replacing the bezel and top cover return the unit to acceptable cosmetic standards. Following all repairs and refurbishment, the generator failed to power on. The dc power supply was found to have failed, as the voltage output was well below specification. Replacing the dc power supply restores functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: during servicing the aex generator failed mains hi-pot safety testing. There was no patient involvement; therefore, patient information is not applicable.